Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. Pre-dilatation was performed leaving 90-75% residual stenosis. A 2.50 x 16mm synergy xd drug-eluting stent was advanced; however, during insertion, the stent strut was lifted. The device was removed from the patient's body normally. The procedure was not completed due to unspecified reason. There were no patient injuries reported.